Event description:
Reporter alleged that the lancet that is a part of the softclix lancing system used in finger-stick blood glucose testing would not retract after use. No actions or treatment was reported. A request was made for the return of the suspect device and replacement product was sent.